Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside the untied states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under mfg #s: 9616099-2007-01378 and 01379. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report was rec'd associating two cypher stents with a thrombotic event thirty-five months after implantation. The target lesion was in the mid and distal right coronary artery. The distal right coronary artery was 3.0 x 20mm in size, de novo and concentric with a type c classification and the mid right coronary artery vessel was 2.5 x 30mm in size, de novo and eccentric with a type c classification. The procedure was elective and pre-dilatation was conducted with a 2.25 x 15mm balloon at 14 atm for 30 secs. A cypher was implanted in the distal right coronary artery at 14 atm for 30 secs. A second cypher was implanted at 18 atm for 30 secs proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Intravascular ultrasound was not conducted. The residual percentage of stenosis was zero. Timi flow before the procedure was 2 and 3 after the procedure. Prior to implantation of the third cypher in the mid right coronary artery, pre-dilatation was conducted with a 2.5 x 15 balloon at 14 atm for 30 secs and the third cypher was implanted at 16 atm for 40 secs. Post-dilatation was not conducted. Intravascular ultrasound was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Thirty-five months later, the pt presented with chest pain. Coronary angiogram confirmed thrombus in both cyphers in the distal right coronary artery. The thrombus was treated by balloon angioplasty and implantation of another cypher stent, size unk. Eleven days following hospitalization, the pt remained hospitalized and intubated on intra-aortic balloon pump. According to the physician, "the possible cause of the thrombotic event was because anti-platelet medicine was stopped and the stent in the right coronary artery was under-dilated.